Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a minicap transfer set disconnected; further described as, the luer lock of a minicap transfer set unscrewed from both ends (inside the blue holding area). This was identified during a training and during set up when a clinical consultant disconnected the cycler tubing from the transfer set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a female connector separated from the main body. The reported issue was verified. The cause was by inadequate solvent on the unit which causes the unit to separate. Should additional relevant information become available, a supplemental report will be submitted.